Event description:
(B)(4). Since having essure placed in (B)(6) 2010, I have experienced severe bloating, aching joints, ringing ears, early onset menopause, decreased thyroid function, foggy brain. All symptoms started approximately 1 year after placement.